Event description:
It was reported that after a successful ivc filter retrieval, the filter was examined and it was observed that one of the filter arms had detached. Reportedly, imaging identified the filter arm in the left lower lobe of the lung. There has been no attempt to retrieve the limb from the lung. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.